Manufacturer narrative:
(B)(4). This is report 3 of 4 for this incidence of peritonitis. As patient discards supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Manufacturer narrative:
(B)(4).the root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot number (h10j13043) revealed no exceptions during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
Information was obtained from the peritoneal dialysis (pd) nurse on (B)(6) 2011 during a follow up by (B)(6) for an unrelated complaint. The nurse indicated the patient had peritonitis. She reported that on an unknown date the patient began peritoneal dialysis using local pd4 ambuflex, ip. On (B)(6) 2011 the patient was diagnosed with peritonitis. There was no exit site or tunnel infection. Treatment included antibiotic therapy. The nurse stated the event of peritonitis was related a right foot infection. On an unreported date the pd nurse reviewed with the patient how to perform pd therapy using aseptic technique. The patient was hospitalized for 8 days (dates unknown). In (B)(6) 2011, the event of right foot infection and peritonitis were considered resolved.